Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device the whole monofilament was returned loose and the posterior cuff and needle tip were still attached to the rail end. Based on the investigation findings, the link was pulled from the posterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during plunger withdrawal. During step #3 (suture retrieval) the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link pulled can be influenced by many factors including, but not limited to, manufacturing, excessive tension during plunger retraction by aggressively removing the plunger, and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). There was no product quality deficiency detected that would contribute to this event; therefore, the cause for the link pulled from the cuff could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there does not appear to be any indication of a product quality deficiency. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, the proglide device "failed" the suture was deployed; however, hemostasis was not achieved. Hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was provided.